Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain when not menstruating/ abdominal pain (contraction-like cramps)"), uterine haemorrhage ("unusual bleeding/ abnormal uterine bleeding") and bipolar disorder ("bipolar symptoms/ caused or aggravated psychiatric and/or psychological conditions (bipolar condition)/ mental health issues") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6)). Concurrent conditions included bipolar disorder. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and headache ("headaches (piercing sensitive to light)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion hospitalization) with mania, abdominal pain lower ("cramping"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse/ painful intercourse"), menstruation irregular ("abnormal periods") and treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"). The patient was hospitalized between (B)(6) 2013 due to bipolar disorder. The patient was treated with ibuprofen, tramadol, naproxen, lithium, risperidone (risperdal) and surgery (hysterectomy to remove the essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and headache had resolved. At the time of the report, the uterine haemorrhage and bipolar disorder had resolved and the abdominal pain lower, menorrhagia, dyspareunia, menstruation irregular and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, dyspareunia, headache, menorrhagia, menstruation irregular, treatment noncompliance and uterine haemorrhage to be related to essure. Diagnostic results: she undergone essure confirmation test: hysterosalpingogram in approx. 2011. Most recent follow-up information incorporated above includes: on 08-jan-2018: ¿abnormal uterine bleeding¿ was merged to ¿unusual bleeding¿. New events: menstruation irregular, headache, bipolar disorder with mania (serious due to hospitalization), treatment noncompliance were added. Outcomes were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain when not menstruating/ abdominal pain (contraction-like cramps)"), uterine haemorrhage ("unusual bleeding/ abnormal uterine bleeding") and bipolar disorder ("bipolar symptoms/ caused or aggravated psychiatric and/or psychological conditions (bipolar condition)/ mental health issues") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6) 2006; (B)(6) 2008; (B)(6) 2009), tonsillectomy in 2003, ovarian cyst nos and adenoidectomy. Patient was nonsmoker. Concurrent conditions included vaginal bleeding, bipolar disorder and nonsmoker. Family history included hypertension (mother, maternal grandmother), type I diabetes mellitus (maternal grandmother), ovarian cancer (maternal grandmother and maternal great grandmother.) And benign ovarian tumor (mother). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and headache ("headaches (piercing sensitive to light)/ headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion hospitalization) with mania, abdominal pain lower ("cramping"), menorrhagia ("prolonged menstruation"), dyspareunia ("pain during intercourse/ painful intercourse"), menstrual disorder ("abnormal periods") and treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"). The patient was hospitalized between (B)(6) 2013 and (B)(6) 2013. The patient was treated with ibuprofen, tramadol, naproxen, lithium, risperidone (risperdal), oral contraceptive nos and surgery (hysterectomy to remove the essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the abdominal pain and headache had resolved. At the time of the report, the uterine haemorrhage and bipolar disorder had resolved and the abdominal pain lower, menorrhagia, dyspareunia, menstrual disorder and treatment noncompliance outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, dyspareunia, headache, menorrhagia, menstrual disorder, treatment noncompliance and uterine haemorrhage to be related to essure. Diagnostic results: essure done 8 coils on the right and 2 coils on left. After procedure no obvious coils on left. She underwent essure confirmation test: hysterosalpingogram in approx. 2011. On (B)(6) 2009, procedure: transvaginal exam, uterus: length: 75 mm ap diameter: 44 mm transverse diameter: 54 mm endometrium: 6 mm fibroids: no right ovary: 27 mm x 29 mm x 38 mm finding: multiple simple cysts about 6 mm each left ovary: 38 mm x 25 mm x 27 mm finding: several simple cysts largest 8 mm cul-de-sac: within normal limits coils seen bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, menorrhagia, uterine haemorrhage, abdominal pain lower, bipolar disorder. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical record received. Reporter information updated, case became medically confirmed. Patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Event headaches was clubbed with previously reported event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain when not menstruating") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), menorrhagia ("prolonged menstruation") and dyspareunia ("pain during intercourse"). The patient was treated with hysterectomy to remove the essure device on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, menorrhagia and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage and menorrhagia to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.